Event description:
It was initially reported by the physician that their programming system was giving problems. At first, it was stuck on the hp invent screen. He took out the main battery and was finally able to get it to the vns program. However, he was then unable to use it to interrogate a demo generator. All troubleshooting steps were tried but nothing resolved the issue. The system worked fine when they used it a day before and last week. New programming system was shipped to the site. Good faith attempts to obtain old programming system back for product analysis has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.